Event description:
It was reported that: while ventilating a patient, the user removed a clipboard, (plastic or aluminum) from the top of the ventilator and then the user noted that the ventilator display went blank and the device performed a restart. The user switched the patient to another ventilator.